Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/4/2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The significant event log showed no check vent codes. The customer reported that if the alarm reset is pressed, the unit states it's a "non-resettable alarm". The fse advised the customer that when the unit is powered on, the unit displays message [mask:x exh port:y] in menu. The alarm remains until the operator selects the mask and exhalation port selections or until 5 minutes pass.

Event description:
It was reported that the unit had a non-resettable alarm. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.